Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A review of the complaint history for sn (B)(4) was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 21may2014. The review was performed from the date of manufacture to the present date (B)(6) 2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(4) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue. Although requested, product has not been received.

Event description:
It was reported that the pump that was infusing dopamine drip started alarming with notification, "occlusion IV fluid side". The tubing, medication, and IV tubing patency were checked and pump was restarted. Within seconds, the pump started alarming again with same notification. Pump was paused, tubing was taken out of the pump and inspected. Pump was reprogrammed, closed safety clamp, and restarted. IV infusion ran for a few seconds and alarmed with same notification. Dopamine infusion was interrupted. The patient's bp and heart rate dropped drastically. Infusion was stopped, new pump module was obtained and neo-synephrine was administered while IV pump was being changed out. Dopamine restarted once neo-synephrine wore off. There was patient involvement.

Event description:
It was reported that the pump that was infusing dopamine drip started alarming with notification, "occlusion IV fluid side". The tubing, medication, and IV tubing patency were checked and pump was restarted. Within seconds, the pump started alarming again with same notification. Pump was paused, tubing was taken out of the pump and inspected. Pump was reprogrammed, closed safety clamp, and restarted. IV infusion ran for a few seconds and alarmed with same notification. Dopamine infusion was interrupted. The patient's bp and heart rate dropped drastically. Infusion was stopped, new pump module was obtained and neo-synephrine was administered while IV pump was being changed out. Dopamine restarted once neo-synephrine wore off. There was patient involvement.

Event description:
It was reported that the pump that was infusing dopamine drip started alarming with notification, "occlusion IV fluid side". The tubing, medication, and IV tubing patency were checked and pump was restarted. Within seconds, the pump started alarming again with same notification. Pump was paused, tubing was taken out of the pump and inspected. Pump was reprogrammed, closed safety clamp, and restarted. IV infusion ran for a few seconds and alarmed with same notification. Dopamine infusion was interrupted. The patient's bp and heart rate dropped drastically. Infusion was stopped, new pump module was obtained and neo-synephrine was administered while IV pump was being changed out. Dopamine restarted once neo-synephrine wore off. There was patient involvement.

Event description:
It was reported that the pump that was infusing dopamine drip started alarming with notification, "occlusion IV fluid side". The tubing, medication, and IV tubing patency were checked and pump was restarted. Within seconds, the pump started alarming again with same notification. Pump was paused, tubing was taken out of the pump and inspected. Pump was reprogrammed, closed safety clamp, and restarted. IV infusion ran for a few seconds and alarmed with same notification. Dopamine infusion was interrupted. The patient's bp and heart rate dropped drastically. Infusion was stopped, new pump module was obtained and neo-synephrine was administered while IV pump was being changed out. Dopamine restarted once neo-synephrine wore off. There was patient involvement.